Event description:
It was reported the patient had the implantable neurostimulator (ins) explanted in (B)(6) 2011 at the same time she had "longer rods put in" her back. The patient never had stimulation in the proper location. The patient felt stimulation in her legs but had needed it in her lower back. The patient chose to explant the device instead of not use it, at the time the "rods" were being installed.

Event description:
Additional information indicated that the cause of the event was that the patient did not get adequate relief and required revision back surgery. Reprogramming was last performed on (B)(6) 2010. Despite reprogramming, the stimulation aggravated leg pain and did not help. Hospitalization was performed due to the patient having back surgery. She had leads removed in 2011 while having back surgery. It was also noted that "2004 implant" had a revision on (B)(6) 2006 where per manufacturer's database, that device was replaced, no complaint against this current device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2004 (B)(6), product type extension; product ID 748925, serial# (B)(4), implanted: 2004 (B)(6), product type extension; product ID 37742, serial# (B)(4), product type programmer, patient; product ID 3487a-33, lot# j0437456v, implanted: 2004 (B)(6), product type lead; product ID 3487a-33, lot# j0454276v, implanted: 2004 (B)(6), product type lead; (B)(4).